Event description:
Routine complaint investigation when a consumer reported receiving a result of 213 mg/dl on their precision qid blood glucose meter compared to a laboratory value of 80 mg/dl. The results when plotted on a parkes error grid fall into the "c" zone which is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.